Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-01422. It was reported the pt is not receiving stimulation in his right leg. An sjm rep met with the pt and lead diagnostics showed all contacts on the right lead are invalid. X-rays were taken and did not show any abnormalities. Surgical intervention is pending to address the issue.